Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
It was reported that during a plf procedure at l4-s1, the threads on both the screw and the screw holder broke and would not engage, as the scrub tech was loading the screw. The surgeon had other screws and screw holders available to use, and completed the procedure with no further problem. There were reportedly no fragments to retrieve, and there was reportedly no harm to the patient. This is 2 of 2 reports for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Product development evaluation reveals, a broken thread piece from the returned holding sleeve is located in the screw thread recess. There is no other damage evident on the part. The returned screw was damaged by the returned holding sleeve thread breaking off inside the returned screws thread recess. The screw design is acceptable. The technique guide illustrates how to properly load and tighten the holding sleeve into the recess of the screw and cautions not to grasp the green knob during screw insertion as this will cause the holding sleeve to disengage from the screw. The condition of the threads indicates that the engaged holding sleeve was partially unthreaded from the returned screw, at which point a cantilever load was applied to the assembly. This incomplete engagement allowed the cantilever force to concentrate on one section of the threads, exceeding the design limits. The broken thread in the recess of the returned screw is due to this condition. The screw was damaged by the holding sleeve thread breaking off inside the screw thread recess and there is no issue with the screw design. Therefore, this complaint is considered invalid from a design perspective. The lot number is unknown therefore a review of the device history record could not be completed.